Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection /dimensional verification of the returned device were conducted during the investigation. Customer returned five devices total: two opened 8.5fr mac-loc catheters, one unopened 8.5fr mac-loc catheter along with an unopened metal stiffener, trocar, and plastic stiffener, and two unopened 8.5fr mac-loc catheter sets. The opened devices were returned with the metal stiffeners partially inserted into the lumen. Both metal stiffeners were inserted and removed without difficulty. No biomatter was present on either opened device, indicating that they were not likely used or had been cleaned prior to return. There was no apparent surface damage on either device. The unopened catheter and catheter sets were opened, measured, tug/twist tested, and leak tested. Leaks were confirmed in both opened devices, as well as the single unopened catheter. The catheters in the two unopened sets did not leak. The tug/twists revealed that all catheters were securely attached. The catheter outer diameters were all found to be within manufacturing specifications. However, the two opened devices and the one unopened catheter that leaked all had too many adapter threads showing between the cap and mac-loc adapter. As they were securely attached, this can be attributed to manufacturing error. Additionally, a document based investigation evaluation was performed. A review of the device history record showed one non-conformance, quantity 6, for loose caps and bad torque. All materials were scrapped. No other relevant nonconformances to the reported failure mode were found. It should be noted there were no other reported complaints for this lot number. There is no indication that any other non-conforming product is in the field or in house. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause has been determined to be manufacturer related. Appropriate measures have been initiated to address this failure mode. Additionally, retraining of operator was performed. The appropriate personnel have been notified, and this failure mode will continue to be trended. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, prior to inserting the percutaneous ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter into the patient, the physician discovered a leakage between the hub and the catheter portion of the device. Next, the customer tested two identical devices from the same lot and discovered similar leakages from those devices. The products did not come into contact with the patient; accordingly, no patient adverse events resulted from the product malfunctions. Unopened complaint products from the same lot have been received for evaluation; however, as of the date of this report, the investigation is still pending.